Event description:
Contact reports the tips of two viper cannulated polyaxial screwdriver shafts broke off from the instruments during a spinal procedure. It is not known when during the procedure that the breakage occurred. Contact reports it is possible that breakage occurred when force was applied as the surgeon tried to steer a concomitant device screw into place. The broken tips were not located but it's been reported that they were likely removed from the site during irrigation. The event did not affect the patient. See MFR's medwatch report no. 1526439-2012-00186 for the other viper cannulated polyaxial screwdriver that was involved in this event.

Manufacturer narrative:
Examination of the returned screwdriver shaft confirmed the tip on the distal end of the instrument had broken. No definitive conclusions can be made as to the cause of tip breakage. However, the damage is indicative of the application of atypical force during usage. It was reported that breakage may have occurred when the surgeon tried to steer a concomitant device screw into place. Review of the device history record found no discrepancies. No other complaints have been reported for this production lot. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.